Manufacturer narrative:
Nine screws were returned. The head of one screw was damaged and broken off. It is unknown how or when this damage occurred. There were no anomalies noted with the other eight screws. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. Damage to the head of the screw may occur when the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. A review of the manufacturing records showed no anomalies.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur.

Event description:
It was reported to medtronic neurosurgery that the device was found to be broken intraoperatively. According to the report, the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.